Manufacturer narrative:
(B)(6). The sample was received inside of a specimen container. Visual inspection at 10x microscope magnification of the returned unit was performed. The cartridge tip was observed deformed. No crack defect was detected. No debris/particles on the tip section or inside the cartridge were observed. Also, no debris/particle was observed inside of the specimen container. Only evidence of viscoelastic residues (ophthalmic viscosurgical device) was observed in the cartridge tube, tip, and loading zone. The reported issue as ¿debris/particles, foreign material¿ was not confirmed on the returned unit.

Event description:
The surgeon reported that as he implanted the lens, he noticed a small bit of debris followed the lens into the patient¿s eye. He managed to retrieve it. There was no injury to patient. There was a delay of a few minutes to the procedure. It was noted the patient outcome was as expected. No additional information was provided to abbott medical optics.